Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that the system was unable to open. When pressing the open button, you can hear the initial click to begin opening, but it does not move. The site redocked the door and tried to open again, but this time it opened a fraction of an inch before it got stuck. After that, it could not open or close. No patient present.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system,realigned rotor. Cycled door open and closed 7 times. Performed system checkout. System works as intended. Codes:b01,c07,d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000626. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.